Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that coronary artery restenosis occurred. In (B)(6) 2013, the patient presented with unstable angina pectoris and the index procedure was performed. The 90% stenosed, 28x2.5mm, concentric, type c, in-stent restenotic and diffused target lesion with a bend of <45 degrees was located in the proximal to mid left anterior descending (lad) artery. The target lesion was treated with pre-dilatation and implantation of a 2.5x38mm promus element plus drug-eluting stent at 12 atmospheres. Following post-dilatation, the residual stenosis was 0% and timi flow was 3. Two days later, the patient was discharged from the hospital. In (B)(6) 2016, a restenosis was noted in the distal lad. Fourteen days later, percutaneous coronary intervention (pci) was performed in the proximal circumflex artery and not as a treatment for the target lesion. There was ischemic symptoms caused by the target vessel. On the same day, the patient outcome was considered "neutralized".